Event description:
The patient reported that she woke up with a blood glucose reading of 526 mg/dl about one month ago and she felt nauseated and thirsty. Her normal blood glucose range is 90-130 mg/dl. She stated that the infusion device only displayed 98 units of insulin remaining but she stated that the insulin cartridge was still half full. She stated that she believes that the infusion device was "counting down like it was delivering insulin but it really was not." She stated that she disconnected from her infusion site and attempted to bolus and did not see insulin drip from the infusion tubing. She stated that she injected insulin via syringe to lower her blood glucose and she switched to her backup infusion device. Through troubleshooting it was found that the patient's piston rod had not been changed in "a long time" and the adapter was over 6 months old. The patient was advised to change the piston rod once a year and to change the adapter every 6 months. The patient also stated that she changes her infusion site every 3-4 days and her infusion tubing every 6-7 days. The patient was advised to change the infusion site every 3 days and the infusion tubing every 6 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.